Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketoacidosis. Caller stated that the customer's blood glucose reading was 338 mg/dl at the time of admission. Caller stated that the customer's insulin pump was constantly alarming and was not delivering the insulin. Caller stated that they change the battery, but the problem remains. Caller stated that the customer was off the insulin pump for three weeks prior to hospitalization due to it was delivering and the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).